Manufacturer narrative:
Journal international angiology feb 2018 venaseal (cyanoacrylate) for chronic saphenous insufficiency - early results of a single center experience in australia. Event date is literature article published date. If information is provided in the future, a supplemental report will be issued.

Event description:
This single centred study is aimed at assessing the experience efficacy and safety of venaseal therapy. It encompasses a predominantly female population of 94 patients with a mean age of 57 years who were treated for venous insufficiency from november 2014 ¿ july 2017. A total of 197 trunks were treated of a total of 134 incompetent limbs. Average procedural time was 30 minutes. Patients were assessed pre and post procedure for occlusion of targeted trunks and dvt using comprehensive duplex scan. Follow up visits were scheduled for 1week, 4 weeks, 3months, 6months, 12months. Pain was rarely reported. No recanalization has been reported. No dvt reported. There was however one report of 1 gsv being segmentally occluded related to technique factors and 5 cases of symptomatic thigh phlebitis requiring medical treatment with satisfactory resolution.